Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2024, the subject presented to the emergency department with chest pain and back pain and the subject also noted with a little nauseated. The subject was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel which were continued. Based on symptoms and diagnostic findings, the subject was diagnosed with non-st elevation myocardial infarction (nstemi). On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca (right coronary artery) to the mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. On the same day, 90% in stent restenosis at distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The subject was discharged with dapt. The event was considered to be ongoing. On (B)(6) 2024, the subject presented to the emergency department with chief complaints of chest pain, back pain and feelings of nausea and was hospitalized for further evaluation and treatment. Based on the symptoms and diagnostic findings the subject was diagnosed with st elevated myocardial infarction (stemi) and medication was given to treat. The location of the mi was inferior, and the mi was classified as non-q-wave. Coronary angiography revealed 100% isr at the mid rca and the subject was recommended for revascularization. The 100% isr was pre-dilated with a 2.50 mm x 12 mm emerge balloon, followed by deployment of a 3.00 mm x 32 mm synergy drug eluting stent (des) and a 3.50 mm x 24 mm synergy des. The lesion was post dilated with a 4.50 mm x 15 mm nc emerge monorail balloon resulting in residual stenosis of 0% and timi flow 3. During the revascularization, the samurai workhorse guidewire got stuck and was retained. The guidewire was cut into small pieces to remove; however, complete removal was unsuccessful, and a small fragment remained in the right groin area. There was discussion and cardiac consultation and further discussion for vascular surgery to remove the wire was recommended. The event was considered to be resolved/recovered, and the subject was discharged on dapt. It was further reported that on (B)(6) 2024, and (B)(6) 2024, an aneurysm was noted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It is noted per the product family's instructions for use that the events of restenosis; aneurysm; pain (anginal, non-anginal) and myocardial ischemia/infarction are listed as known adverse events associated with device use. The hospitalization required, additional devices required and administered medication were due to the patient's condition. H6 patient codes: corrected.

Event description:
Agent (B)(6). It was reported that restenosis occurred. On (B)(6) 2024, the subject presented to the emergency department with chest pain and back pain and the subject also noted with a little nauseated. The subject was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel which were continued. Based on symptoms and diagnostic findings, the subject was diagnosed with non-st elevation myocardial infarction (nstemi). On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca (right coronary artery) to the mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. On the same day, 90% in stent restenosis at distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The subject was discharged with dapt. The event was considered to be ongoing. On (B)(6) 2024, the subject presented to the emergency department with chief complaints of chest pain, back pain and feelings of nausea and was hospitalized for further evaluation and treatment. Based on the symptoms and diagnostic findings the subject was diagnosed with st elevated myocardial infarction (stemi) and medication was given to treat. The location of the mi was inferior, and the mi was classified as non-q-wave. Coronary angiography revealed 100% isr at the mid rca and the subject was recommended for revascularization. The 100% isr was pre-dilated with a 2.50 mm x 12 mm emerge balloon, followed by deployment of a 3.00 mm x 32 mm synergy drug eluting stent (des) and a 3.50 mm x 24 mm synergy des. The lesion was post dilated with a 4.50 mm x 15 mm nc emerge monorail balloon resulting in residual stenosis of 0% and timi flow 3. During the revascularization, the samurai workhorse guidewire got stuck and was retained. The guidewire was cut into small pieces to remove; however, complete removal was unsuccessful, and a small fragment remained in the right groin area. There was discussion and cardiac consultation and further discussion for vascular surgery to remove the wire was recommended. The event was considered to be resolved/recovered, and the subject was discharged on dapt.

Event description:
Agent ide: it was reported that restenosis occurred. On (B)(6) 2024, the subject presented to the emergency department with chest pain and back pain and the subject also noted with a little nauseated. The subject was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel which were continued. Based on symptoms and diagnostic findings, the subject was diagnosed with non-st elevation myocardial infarction (nstemi). On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca (right coronary artery) to the mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. On the same day, 90% in stent restenosis at distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon resulting in 30% residual stenosis and timi flow 3. The subject was discharged with dapt. The event was considered to be ongoing. On (B)(6) 2024, the subject presented to the emergency department with chief complaints of chest pain, back pain and feelings of nausea and was hospitalized for further evaluation and treatment. Based on the symptoms and diagnostic findings the subject was diagnosed with st elevated myocardial infarction (stemi) and medication was given to treat. The location of the mi was inferior, and the mi was classified as non-q-wave. Coronary angiography revealed 100% isr at the mid rca and the subject was recommended for revascularization. The 100% isr was pre-dilated with a 2.50 mm x 12 mm emerge balloon, followed by deployment of a 3.00 mm x 32 mm synergy drug eluting stent (des) and a 3.50 mm x 24 mm synergy des. The lesion was post dilated with a 4.50 mm x 15 mm nc emerge monorail balloon resulting in residual stenosis of 0% and timi flow 3. During the revascularization, the samurai workhorse guidewire got stuck and was retained. The guidewire was cut into small pieces to remove; however, complete removal was unsuccessful, and a small fragment remained in the right groin area. There was discussion and cardiac consultation and further discussion for vascular surgery to remove the wire was recommended. The event was considered to be resolved/recovered, and the subject was discharged on dapt. It was further reported that on (B)(6) 2024, an aneurysm was noted.